Event description:
It was reported that there were concerns regarding the rate of battery depletion of this implantable pacemaker. A boston scientific technical services consultant reviewed the device data and indicated the power consumption has been consistent and no signs of rapid depletion were noted. This pacemaker remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted due to premature battery depletion and spring contact issues, and was successfully replaced. No additional adverse patient effects were reported. The pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Manufacturer narrative:
The pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Investigation has determined that this type of event with spring contact issues is a condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding the rate of battery depletion of this implantable pacemaker. A boston scientific technical services consultant reviewed the device data and indicated the power consumption has been consistent and no signs of rapid depletion were noted. This pacemaker remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted due to premature battery depletion and spring contact issues, and was successfully replaced. No additional adverse patient effects were reported.